Event description:
At a professional conference, a microvena sales rep received info indicating that the device was used in a procedure in a pulmonary artery approximately 6-8 months ago, which resulted in the artery developing a leak. No report of pt death. No further info has been obtained from the user facility, after repeated attempts to obtain details of the incident.